Manufacturer narrative:
P-cap, reservoir locked properly in place. Pump seated immediately during displacement test due to moisture damage on the motor and force sensor. Moisture damage was also found on the electronic assembly. Pump received with cracked case on the back at the battery tube area. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that there was a crack on the battery compartment. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The insulin pump will be returned for analysis.